Event description:
Procedure type: bowel resection. According to the reporter: the stapler fired and cut the bowel but no staples were released. The bowel was sutured closed. There was no unanticipated tissue loss or tissue damage. No unanticipated bleeding in excess of 500cc. There was a delay in operating time of over 30 minutes.

Manufacturer narrative:
(B)(4).